Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had intermittent down button response due to corroded keypad traces. No unexpected numbers ramping/scrolling noted during testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.